Manufacturer narrative:
The nurse manager at this facility believed the phoenix equipment did not contribute to the pt's death. A gts field rep tested functionally the phoenix machine: no malfunction was found. It met the manufacturer's specifications. There is not reasonable evidence that the phoenix machine caused or contributed to the reported event. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.

Event description:
Pt coded during dialysis treatment and died.